Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. We were unable to verify the button error alarm due to the blank display.

Event description:
The customer reported via phone call that she went to bolus and she got a button error alarm on the insulin pump. Customer's blood glucose was 185 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was in a waterproof bag when they were skiing. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.